Event description:
It was reported by the customer that the pyxis medstation es system refrigerator not detected on bus. A customer has indicated that a user is experiencing difficulties in dispensing medication to a patient, which has been attributed to a reported malfunction causing a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that pyxis refrigerator not detected on bus. A field service engineer executed a hard reboot on the refrigerator and restarted the med station. The failure was successfully resolved, and an accurate inventory count was conducted. The system functioned as intended after field service engineer troubleshooted the device.